Manufacturer narrative:
Printed circuit board.

Event description:
Factory analysis of a returned cpu pcb board revealed a malfunction that resulted in a ventilator restart during testing. If a restart of the ventilator occurs during use, an audible alarm will activate.